Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6 the device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause of the reported error 102 and 103 was that the lamp reached its end of life and failed to come on.

Manufacturer narrative:
The customer called the olympus technical support (tac) representative for troubleshooting. The customer reported lamp error code e102 and e103. The customer reported the lamp was over 500 hours. Tac asked the customer to check the lamp integrity and confirmed it was not damaged. The light started working after the integrity check with no error. Tac provided the part number (y1064sp) and informed the customer to replace the lamp as soon as possible to avoid lamp error during a procedure. The customer agreed to replace the lamp as soon as possible. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
A user facility reported to olympus the visera elite xenon light source produced a lamp error code e102 and e103 during preparation for use. There was no patient harm or user injury reported due to the event.